Event description:
It was reported that the patient inflatable penile prosthesis (ipp) curved downward due to peyronies disease. The preconnected ipp pump was removed and replaced with a new one. The patient is doing well after the procedure. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.